Manufacturer narrative:
The evaluation was corrected. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the vibration assessment on pre-test. It was determined that the vibration and overheating were caused by worn out bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that the attachment device and motor device were overheating. The reporter could not specify which device was malfunctioning. The event did not occur during surgery. There were no delays to a scheduled surgical procedure as spare identical devices were available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.